Event description:
It was reported that the pen ndl 32g 4mm 100bx 1200 USA was mislabeled based on the product inside the carton. The following information was provided by the initial reporter: it was reported that the customer got material number 320489 item instead of getting material #320122.

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (bddc-20-3896-fa) for a single lot of the bd ultra-fine¿ pen needles. A small percentage of the product shelf cartons were incorrectly labeled as products intended for the latin american market. Although the product description on the label ¿32g x 4mm pen needles¿ is correct, information pertinent to users in the us regarding compatibility with specific pen needles is missing. The root cause investigation is ongoing and will be documented in CAPA # 1845943.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32 g 4 mm 100bx 1200 USA was mislabeled based on the product inside the carton. The following information was provided by the initial reporter: it was reported that the customer got material number 320489 item instead of getting material #320122.

Event description:
It was reported that the pen ndl 32g 4mm 100bx 1200 USA was mislabeled based on the product inside the carton. The following information was provided by the initial reporter: it was reported that the customer got material number 320489 item instead of getting material #320122.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Four (4) photos of shelf cartons and shippers for 32gx4mm bd pen needles were provided. Customer reported got material number 320489 item instead of getting material #320122. The photos were reviewed, and it was observed that the shelf cartons were from catalog# 320489, and the shippers were for catalog# 320122, indicating a mixed product issue. (B)(4) and CAPA 1845943 were raised for this mixed product issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photo received (mixed product). Root cause for this issue is being addressed in CAPA 1845943. H3 other text : see h.10.